Event description:
It was reported that stimulation was turning off without the patient doing it. The patient only used the recharger and did not use the programmer at all. It was noted that the patient never used the antenna locate feature. When the manufacturing representative (rep) had gone to look at the device data screen it only showed no device data available and no calendar. The patient¿s device had only been interrogated by the rep this one time. The recharger had timed out but they could bring the session back up again. The device was off when the implantable neurostimulator (ins) was first interrogated. Impedances were taken and they all looked good. This was the third time this had happened. When they had turned stimulation back on again, the tremor was ¿rock solid.¿ no symptoms had appeared once stimulation was on. The healthcare professional had noted that the patient had showed up for an appointment in the ¿off¿ state 2 or 3 times. It was determined that it was unlikely that the patient was somehow turning himself off with the recharger system, not much troubleshooting was done. The cause of the event was undetermined. The patient was advised on (B)(6) 2015 to call if he was turned off for any reason, it had not happened again and the patient was doing well and receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 7482a66, serial#:(B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial#:(B)(4), product type: programmer, patient. (B)(4).